Event description:
It was reported that the patient became "deadly sick after the pump was replaced". The patient had gone to the emergency room three times and spent two days in the hospital. The patient indicated that he had some reaction and an infection was diagnosed one week post replacement surgery. Per the reporter, following removal of the pump stitches the hcp dismissed the patient "in the middle of a sickness". It was noted that the patient was feeling a little better but was still sick. It was later reported that the hcp did not believe that the patient had an infection and likely there a compliance issue not a device issue. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).